Manufacturer narrative:
Of the 14 allegations of a malfunction, 37 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to damaged battery caps and cracked battery compartments. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 14</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment and cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-82 years of age and between 75 and 270 pounds. Of the reported patients, 6 were male, 8 were female, and 0 were unknown.